Event description:
It was reported that during use of the bd 10ml syringe luer-lok¿ tip the stopper dislodging from the plunger while drawing blood. The syringe lost suction and blood went over the bed. The following information was provided by the initial reporter: just wondering if this is the email to get into contact with someone about a 10ml syringe stopper dislodging from the plunger during blood taking this morning, the syringe lost suction and blood went over the bed.

Manufacturer narrative:
H.6. Investigation: two syringes were received and evaluated. One syringe was in a biohazard bag covered in a dried red substance that appeared to be blood. The syringe was observed through the bag with no visual defects. One syringe was in a fully sealed blister pack confirmed to be from batch 7088507 (p/n 300912). The unopened syringe was measured for breakout and sustaining force with respect to the plunger rod movement. The tested syringe was acceptable per product specification. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd 10ml syringe luer-lok¿ tip the stopper dislodging from the plunger while drawing blood. The syringe lost suction and blood went over the bed. The following information was provided by the initial reporter: just wondering if this is the email to get into contact with someone about a 10ml syringe stopper dislodging from the plunger during blood taking this morning, the syringe lost suction and blood went over the bed.